Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a left side hemicolectomy procedure, the hand activation had no function after 10 mins. A new instrument was used to complete the case. There was no adverse pt consequence.